Event description:
It was reported by service report that the legs of the cot were sticking while raising and lowering. No pt involvement or adverse consequences were alleged.

Manufacturer narrative:
Investigation underway.